Manufacturer narrative:
Additional information received from abiomed's long-term outcome and quality indicator (loqi) impella registry and the following fields have been updated based on information received from the clinical site. B2 additional outcome added b5 updated with the additional information h6 health effect - clinical code, health effect - impact code and component code updated. ¿vascular damage peripheral vessel: pseudoaneurysm after explant. The patient was treated with heparin, thrombin injection, and vascular surgery consulted.¿ the root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided. ¿limb ischemia: limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition ¿ any concomitant medication ¿ vascular size or variations thereof ¿ detailed description of the symptoms experienced by the patient ¿ physical examination findings, including pulse assessment and visual examination of the affected limb ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension ¿ patient's response to previous treatments or interventions for vascular conditions with a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. Instructions for use impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed's long-term outcome and quality indicator (loqi) impella registry that the patient endured left lower extremity ischemia. Relationship to pump is "definitely" related. Loqi states: presented to ER w/ c/o l le pain that started 9 days ago; numbness, discoloration & purple skin color over l distal toes that began 4 days ago. CT- occluded l sfa prior to bifurcation. Heparin drip started. Morphine prn, tylenol prn, oxydone prn for pain control. 05feb2025- thrombectomy of cfa & sfa. Continue monitoring foot- appears to continue demarcating, possible amputation. Demarcating worsening to (6) 2025- l bka performed. Ordered: dressing changes, maintain knee immobilizer * pain management prn.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
A notification was received via abiomed's long-term outcome and quality indicator (loqi) impella registry about a patient who was admitted in for high-risk percutaneous coronary intervention and was placed on the impella cp for support in (B)(6) 2025. The loqi database reported in (B)(6) 2025 a left groin pseudoaneurysm. The patient was treated with heparin, thrombin injection, and vascular surgery was consulted. This was noted 6 days post pump explant. The procedural outcome was the patient survived the surgery.